Manufacturer narrative:
Based on the clinical assessment and explant eval, the reported event has been confirmed. Twenty months post implant, there was evidence to support: a complete crown separation, type ia endoleak, and type iiib endoleak of the cuff and of the main body near the superior stent margin, along with hyper-dilation. There was evidence of lateral movement as well. The explant and conversion were confirmed by the receiving of the explanted stent, however, the final pt disposition could not be established due to lack of info. It was reported that the pt was doing well post-operatively. The explanted bifurcated and suprarenal aortic cuff (body) and the reported detached crown were returned to endologix for eval. A sample eval was conducted and confirmed fabric breach in the suprarenal crown and the bifurcated graft. A mfg record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation findings, the root cause could not be determined based upon available info. However, product use was incongruent with the IFU due to: the focal aortic neck stenosis (approx 17 mm) and the 34% change in the aortic neck diameter; and the ruptured state of the aneurysm prior to implant, and inadequate femoral to external iliac artery diameter access (approx 4 mm luminal diameters). Cautionary product use conditions that might have contributed to this event included: thrombus and calcifications within the aortic neck; and, a near 90 degree angulation of the right common iliac artery with thrombus and calcium within that vessel. Although a design or mfg root cause for the endoleak could not conclusively be determined.

Manufacturer narrative:
The sample has been received, but not yet begun the analysis. Additional information will be provided in the follow up report.

Event description:
It was reported the patient had a procedure on (B)(6) 2013, w/a bifurcated and a suprarenal aortic extension. Subsequently, follow up surveillance showed enlarging aortic sac and computed tomography revealed an issue at the proximal suprarenal stent. Physician elected to explant. Upon exploration, sac was pressurized and bright blood appeared. Physician noted the bare metal crown and fabric covered stent had separated on the graft. No patient injury was reported.